Manufacturer narrative:
(B)(4).

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that she was unable to use her one touch ultra 2 meter since she was having difficulty setting it up. She mentioned that approximately 15-20 minutes after trying to use the meter on (B)(6) 2010, she developed symptoms of "high blood sugar" and was sweating. She did not seek any medical attention or contact her physician for assistance. The customer care advocate (cca) assisted the patient and the alleged issue was resolved over the phone. Product was replaced. The complaint is being reported since the patient alleged that since she was having difficulty setting up the meter, she was unable to test and developed symptoms suggestive of a serious injury.

Event description:
It was reported that predilation of the right coronary artery was performed and after the 2.75 x 12 xience v stent was implanted, an edge dissection was observed. A 2.75 x 15 xience v sds was inserted to treat the dissection, but could not advance through the implanted stent and was removed. A non-abbott stent was successfully implanted to treat the dissection. There was no adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The reported dissection is listed in the xience v instructions for use (IFU) as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.